Event description:
Pt was to receive 24 hour infusion of cisplatin. Infusion set at 42 cc's per hour. Total volume 1000 cc's. Infusion started at 14:30. At 1600 pump setting stated at 42cc's per hour and 935 cc's remaining. Actually only 100 cc's remained in bag. Pt had rec'd 900 cc's 1 1/2 hours. Pump infused incorrect amount and failed to alarm.